Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2017 with the following findings: evaluation revealed that the ok button was unresponsive. The keypad cover was removed and the ok button contact was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button was unresponsive and the ok button contact was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.